Event description:
Customer reported the system would not raise or lower vertical column and would not save images. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and replaced the vertical lift power supply. System operates as intended. (B) (4)